Manufacturer narrative:
Device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. As reported, the subject lead was re-positioned during the re-intervention on (B)(6) 2023, which solved the associated electrical issue. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, after implantation, increased thresholds were observed in both the atrial and ventricular channels. A re-intervention was performed on(B)(6) 2023 to reposition the atrial and ventricular leads, the reintervention was competed without any problem.